Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown when attempting to unlock the pump screen. Once the pump was plugged into a power source, the pump would blink red three times and then the pump battery gauge would intermittently fluctuate. Additionally, the pump would display a reset alarm and display the incorrect time and date. Customer¿s blood glucose level was not impacted.